Event description:
This bipolar cord could not function when the attempt was made to use it during an ophthalmic procedure. Another cord was used.

Manufacturer narrative:
Device had scratches on it, as though someone used a tool on it to open it up. There is some corrosion on the connector but no damage to the cable.